Event description:
Good 420 saw smoke or flame. Nellcor puritan bennett received information stating that patient saw smoke from the unit. Multiple attempts have been made to try to retrieve further information with no customer response.

Manufacturer narrative:
Npb will notify FDA should further information become available.